Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed multiple episodes of non-sustained rv oversensing due to noise. The patient was asymptomatic. Isometric testing revealed noise was still present. The patient will continue to be monitored.